Manufacturer narrative:
This is one of eight manufacturer reports being submitted for this case. The date of the events is unknown. According to the article all implants were completed between may 2014 to may 2019. For this reason, the first day of the range was used as the occurrence date. Investigation is ongoing. Reference article: dritan useini, md, markus schlomicher, md, assem aweimer, peter haldenwang, md phd, justus strauch, md phd, and polykarpos c. Patsalis, md. ''Long-term outcomes after transfemoral-transcatheter aortic valve implantation in very old patients using the balloon-expandable bioprosthesis''. Gerontology & geriatric medicine (2022).

Event description:
As reported from our affiliates in (B)(4), per article, ''long-term outcomes after transfemoral-transcatheter aortic valve implantation in very old patients using the balloon-expandable bioprosthesis'', single-center retrospective study was conducted to evaluate age-related early and long-term clinical outcomes after tf-tavi using the edwards sapien 3 valve. Data from 103 consecutive patients with symptomatic aortic valve stenosis undergoing tf-tavi between may 2014 and may 2019 were analyzed. The following events were identified: two patients died due to cardiovascular causes at 30 days.

Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2022-05334, 2015691-2022-05340, 2015691-2022-05342, 2015691-2022-05345, 2015691-2022-05339, 2015691-2022-05347, 2015691-2022-05349. Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, and hematoma are known potential adverse events associated with the overall thv procedure and may require intervention. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate patient/procedural factors may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.